Event description:
Report 3 of 8 was received from (B)(6) stating that the device had debris in the sterile package. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device was received by dupuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4) .